Manufacturer narrative:
(B)(4). Eval results: aortic neck was 25 mm in length with mild angulation. Eval conclusion: inadvertently delivered the stent graft too low.

Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 5.5 cm in diameter. The aortic neck was 25 mm in length with mild angulation. It was reported that the physician inadvertently implanted the stent graft lower than intended; there were no endoleaks. The physician elected to implant a talent aortic cuff. No additional clinical sequelae were reported, and the pt is fine.